Event description:
While performing normal periodic inspection and maintenance of customer's device, physio-control observed that defibrillator intermittently would not charge to energy levels below 100 joules.

Manufacturer narrative:
Physio-control replaced the power conversion pcb assembly and then observice proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that electrolyte from two capacitors, designators c7 and c25 had leaked onto the pcb surface in the area of the charge/energy evaluation circuitry, causing intermittent operation of the circuitry.